Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 27-may-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception. On or (B)(6) 2013, plaintiff began experiencing rashes and itching. Subsequently, on or about (B)(6) 2013, she also began experiencing severe menstrual pain, excessive bleeding, severe back pain, dyspareunia, headaches and migraines, sudden weight gain, fatigue, hair loss and a metallic taste in her mouth. Plaintiff reported her symptoms to her physician and was told that they were not caused by the essure device. On or about (B)(6) 2013, she underwent an hsg (hysterosalpingogram) test and was told that the essure devices were properly in place. Her symptoms continued to persist and on or about (B)(6) 2015, plaintiff presented to physician and was recommended removal of the essure devices to alleviate her symptoms. On or about (B)(6) 2016, she underwent a bilateral salpingectomy with removal of the essure implants bilaterally. During the procedure, when plaintiffs right fallopian tube was cut, the essure device was not observed. After further examination, the essure device was found to have migrated from her fallopian tubes and perforated into her bowels. Due to this very painful procedure, she was left with permanent scars. After removal of the essure devices, plaintiffs symptoms have moderately abated but still continue to persist. Follow up 14-jun-2016: quality-safety evaluation of ptc ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 2 and a half years later underwent a salpingectomy with removal of essure implants. Right implant was found to have migrated from her fallopian tubes and perforated into her bowels. She also reported excessive bleeding (interpreted as genital bleeding). These events are listed in the reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. Due to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. In this particular case, bowel perforation was diagnosed after 2 and a half years of essure insertion. The exact date and the mechanism of perforation are not known. A causal relationship between essure and the event cannot be excluded. After essure insertion, genital bleeding may occur. Given the nature of the event excessive bleeding, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated from fallopian tubes and perforated into her bowels"), gastrointestinal injury ("migrated from her fallopian tubes and perforated into her bowels") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (batch no. B30426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fall, multi gravida (g3- pregnancy (2010), pregnancy (2008), pregnancy management (2013),), parity 3, dermatitis, fractured toe, varicella and depression. Previously administered products included for an unreported indication: intrauterine device and penicillin. Past adverse reactions to the above products included rash with penicillin. Concurrent conditions included pelvic pain (pelvic cramping), bee sting (anaphylaxis), uterine fibroid, amenorrhea and diarrhea. Family history included cerebrovascular accident (paternal grandfather), asthma (mother) and diabetes (maternal grandmother, maternal aunt). Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash ("rashes") with pruritus. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("dyspareunia"), migraine ("migraines") with headache, weight increased ("sudden weight gain"), fatigue ("fatigue"), alopecia ("hair loss") and dysgeusia ("metallic tasted in her mouth"). On (B)(6) 2016, 2 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and gastrointestinal injury (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced scar ("permanent scars"). The patient was treated with metronidazole (flagyl), surgery and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, gastrointestinal injury, genital haemorrhage, rash, dysmenorrhoea, back pain, dyspareunia, migraine, weight increased, fatigue, alopecia and dysgeusia was resolving and the scar had not resolved. The reporter considered alopecia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, migraine, rash, scar and weight increased to be related to essure. The reporter commented: the essure coils were appeared n the tubal ostia without complications. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: abnormal ultrasound scan - on an unknown date: bilateral multi-follicular ovaries (B)(6) 2016 ¿ operative report: an essure device was noted in the cul-de-sac, adherent to the adipose tissue surrounding the recto-sigmoid serosa. (B)(6) 2010, ob ultrasound- multiple ultra sonographic scans of the lower abdomen and pelvis were obtained and showed a single intrauterine pregnancy in cephalic presentation. The placenta was noted at the fundus without evidence of abruption. An adequate amount of amniotic fluid was demonstrated. The fetal cardiac and somatic motion was noted to be unremarkable. The fetal heart rate measures 128 beats per minute. (B)(6) 2014, pelvic ultrasound- transabdominal: estimation of uterine size is approximately 9.5 x 4.4 x 5 .7 cm. There is sligh lobularity to the anterior margin of the uterus. The endometrial lining does not appear thickened measuring 4-5 mm. Both ovaries are seen. There is no free fluid. Transvaginal: transvaginal scans were performed to better evaluate the uterus and adnexa. By this approach, the endometrial lining is again estimated to 4-5 mm. There is a trace amount fluid within the endometrial canal. There is a small hypoechoic nodular area at the anterior myometrium measuring 17 x 14 x 15 mm. This may be a fibroid. There are small nabothian cysts. The right ovary measures 3.8 x 2.6 x 3.7 cm. The left ovary measures 3.0 x 1.4 x 1.9 cm. There are multiple small follicles measuring up to 11 mm in size. There is documentation of ovarian blood flow. No free fluid is seen. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received: reporters details added. Aka names added. Lot number added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("migrated from her fallopian tubes and perforated into her bowels/ / migration of essure device (right bowel)/ right coil migrated and attached to bowel") and genital haemorrhage ("excessive bleeding") in a 23-year-old female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fall, multi gravida (g3- pregnancy (2010), pregnancy (2008), pregnancy management (2013), parity 3, dermatitis, fractured toe, varicella and depression. Previously administered products included for birth control: mirena from 2000 to 2009; for an unreported indication: depo provera from 2010 to (B)(6)2012, penicillin and intrauterine device. Past adverse reactions to the above products included adverse drug reaction with mirena; and rash with penicillin. Concurrent conditions included pelvic pain (pelvic cramping), bee sting (anaphylaxis), uterine fibroid, amenorrhea and diarrhea. Family history included cerebrovascular accident (paternal grandfather), asthma (mother) and diabetes (maternal grandmother, maternal aunt). Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash ("rashes") with pruritus. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysgeusia ("metallic tasted in her mouth"). On (B)(6) 2014, 4 months 9 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse), migraine ("migraines") with headache, weight increased ("sudden weight gain/ weight gain"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2016, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced scar ("permanent scars"). The patient was treated with metronidazole (flagyl) and surgery (bilateral salpingectomy, surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the gastrointestinal injury, rash, dysmenorrhoea, back pain, dyspareunia, weight increased, fatigue, alopecia and dysgeusia was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia and allergy to metals had resolved, the migraine, abdominal pain and vulvovaginal pain outcome was unknown and the scar had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, menorrhagia, migraine, rash, scar, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the essure coils were appeared n the tubal ostia without complications. Essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Smear cervix - on an unknown date: abnormal. Ultrasound scan - on an unknown date: bilateral multi-follicular ovaries (B)(6) 2016 ¿ operative report: an essure device was noted in the cul-de-sac, adherent to the adipose tissue surrounding the recto-sigmoid serosa. (B)(6) 2010, ob ultrasound- multiple ultra sonographic scans of the lower abdomen and pelvis were obtained and showed a single intrauterine pregnancy in cephalic presentation. The placenta was noted at the fundus without evidence of abruption. An adequate amount of amniotic fluid was demonstrated. The fetal cardiac and somatic motion was noted to be unremarkable. The fetal heart rate measures 128 beats per minute. On (B)(6) 2013, hysterosalpingogram (hsg), result of the confirmation test was essure devices were properly in place, total bilateral occlusion. (B)(6) 2014, pelvic ultrasound- transabdominal: estimation of uterine size is approximately 9.5 x 4.4 x 5 .7 cm. There is sligh lobularity to the anterior margin of the uterus. The endometrial lining does not appear thickened measuring 4-5 mm. Both ovaries are seen. There is no free fluid. Transvaginal: transvaginal scans were performed to better evaluate the uterus and adnexa. By this approach, the endometrial lining is again estimated to 4-5 mm. There is a trace amount fluid within the endometrial canal. There is a small hypoechoic nodular area at the anterior myometrium measuring 17 x 14 x 15 mm. This may be a fibroid. There are small nabothian cysts. The right ovary measures 3.8 x 2.6 x 3.7 cm. The left ovary measures 3.0 x 1.4 x 1.9 cm. There are multiple small follicles measuring up to 11 mm in size. There is documentation of ovarian blood flow. No free fluid is seen. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure removal date updated from (B)(6) 2015 to (B)(6) 2016. Events migration of essure device (right bowel)/ right coil migrated and attached to bowel, dyspareunia (painful sexual intercourse), weight gain were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, allergy to metals, abdominal pain, vulvovaginal pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("migrated from her fallopian tubes and perforated into her bowels/ / migration of essure device (right bowel)/ right coil migrated and attached to bowel") and genital haemorrhage ("excessive bleeding") in a 23-year-old female patient who had essure (batch no. B30426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fall, multi gravida (g3- pregnancy (2010), pregnancy (2008), pregnancy management (2013),), parity 3, dermatitis, fractured toe, varicella and depression. Previously administered products included for birth control: mirena from 2000 to 2009; for an unreported indication: depo provera from 2010 to (B)(6) 2012, penicillin and intrauterine device. Past adverse reactions to the above products included adverse drug reaction with mirena; and rash with penicillin. Concurrent conditions included pelvic pain (pelvic cramping), bee sting (anaphylaxis), uterine fibroid, amenorrhea and diarrhea. Family history included cerebrovascular accident (paternal grandfather), asthma (mother) and diabetes (maternal grandmother, maternal aunt). Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash ("rashes") with pruritus. In (B)(6) 2013, the patient experienced genital hemorrhage (seriousness criterion medically significant) and dysgeusia ("metallic tasted in her mouth"). On (B)(6) 2014, 4 months 9 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), migraine ("migraines") with headache, weight increased ("sudden weight gain/ weight gain"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2014, the patient experienced pelvic pain ("sharp pelvic pain"). On (B)(6) 2016, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced scar ("permanent scars"). The patient was treated with metronidazole (flagyl) and surgery (bilateral salpingectomy, surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the gastrointestinal injury, rash, dysmenorrhoea, back pain, dyspareunia, migraine, weight increased, fatigue, alopecia, dysgeusia and abdominal pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia and allergy to metals had resolved, the pelvic pain and vulvovaginal pain outcome was unknown and the scar had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital hemorrhage, menorrhagia, migraine, pelvic pain, rash, scar, vaginal hemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the essure coils were appeared n the tubal ostia without complications. Essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Smear cervix - on an unknown date: abnormal. Ultrasound scan - on an unknown date: bilateral multi-follicular ovaries. (B)(6) 2016 ¿ operative report: an essure device was noted in the cul-de-sac, adherent to the adipose tissue surrounding the recto-sigmoid serosa. (B)(6) 2010, ob ultrasound- multiple ultra sonographic scans of the lower abdomen and pelvis were obtained and showed a single intrauterine pregnancy in cephalic presentation. The placenta was noted at the fundus without evidence of abruption. An adequate amount of amniotic fluid was demonstrated. The fetal cardiac and somatic motion was noted to be unremarkable. The fetal heart rate measures 128 beats per minute. On (B)(6) 2013, hysterosalpingogram (hsg), result of the confirmation test was essure devices were properly in place, total bilateral occlusion. (B)(6) 2014, pelvic ultrasound- transabdominal: estimation of uterine size is approximately 9.5 x 4.4 x 5 .7 cm. There is slight lobularity to the anterior margin of the uterus. The endometrial lining does not appear thickened measuring 4-5 mm. Both ovaries are seen. There is no free fluid. Transvaginal: transvaginal scans were performed to better evaluate the uterus and adnexa. By this approach, the endometrial lining is again estimated to 4-5 mm. There is a trace amount fluid within the endometrial canal. There is a small hypoechoic nodular area at the anterior myometrium measuring 17 x 14 x 15 mm. This may be a fibroid. There are small nabothian cysts. The right ovary measures 3.8 x 2.6 x 3.7 cm. The left ovary measures 3.0 x 1.4 x 1.9 cm. There are multiple small follicles measuring up to 11 mm in size. There is documentation of ovarian blood flow. No free fluid is seen. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. Event sharp pelvic pain added. Outcome of events migraines and abdominal pain updated to recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("migrated from her fallopian tubes and perforated into her bowels/ / migration of essure device (right bowel)/ right coil migrated and attached to bowel") and genital haemorrhage ("excessive bleeding") in a 23-year-old female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fall, multi gravida (g3- pregnancy (2010), pregnancy (2008), pregnancy management (2013),), parity 3, dermatitis, fractured toe, varicella and depression. Previously administered products included for birth control: mirena from 2000 to 2009; for an unreported indication: depo provera from 2010 to (B)(6) 2012, penicillin and intrauterine device. Past adverse reactions to the above products included adverse drug reaction with mirena; and rash with penicillin. Concurrent conditions included pelvic pain (pelvic cramping), bee sting (anaphylaxis), uterine fibroid, amenorrhea and diarrhea. Family history included cerebrovascular accident (paternal grandfather), asthma (mother) and diabetes (maternal grandmother, maternal aunt). Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash ("rashes") with pruritus. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysgeusia ("metallic tasted in her mouth"). On (B)(6) 2014, 4 months 9 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), migraine ("migraines") with headache, weight increased ("sudden weight gain/ weight gain"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2014, the patient experienced pelvic pain ("sharp pelvic pain"). On (B)(6) 2016, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced scar ("permanent scars"). The patient was treated with metronidazole (flagyl) and surgery (bilateral salpingectomy, surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the gastrointestinal injury, rash, dysmenorrhoea, back pain, dyspareunia, migraine, weight increased, fatigue, alopecia, dysgeusia and abdominal pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia and allergy to metals had resolved, the pelvic pain and vulvovaginal pain outcome was unknown and the scar had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, scar, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the essure coils were appeared n the tubal ostia without complications. Essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Smear cervix - on an unknown date: abnormal ultrasound scan - on an unknown date: bilateral multi-follicular ovaries (B)(6) 2016 ¿ operative report: an essure device was noted in the cul-de-sac, adherent to the adipose tissue surrounding the recto-sigmoid serosa. (B)(6) 2010, ob ultrasound- multiple ultra sonographic scans of the lower abdomen and pelvis were obtained and showed a single intrauterine pregnancy in cephalic presentation. The placenta was noted at the fundus without evidence of abruption. An adequate amount of amniotic fluid was demonstrated. The fetal cardiac and somatic motion was noted to be unremarkable. The fetal heart rate measures 128 beats per minute. On (B)(6) 2013, hysterosalpingogram (hsg), result of the confirmation test was essure devices were properly in place, total bilateral occlusion. (B)(6) 2014, pelvic ultrasound- transabdominal: estimation of uterine size is approximately 9.5 x 4.4 x 5 .7 cm. There is sligh lobularity to the anterior margin of the uterus. The endometrial lining does not appear thickened measuring 4-5 mm. Both ovaries are seen. There is no free fluid. Transvaginal: transvaginal scans were performed to better evaluate the uterus and adnexa. By this approach, the endometrial lining is again estimated to 4-5 mm. There is a trace amount fluid within the endometrial canal. There is a small hypoechoic nodular area at the anterior myometrium measuring 17 x 14 x 15 mm. This may be a fibroid. There are small nabothian cysts. The right ovary measures 3.8 x 2.6 x 3.7 cm. The left ovary measures 3.0 x 1.4 x 1.9 cm. There are multiple small follicles measuring up to 11 mm in size. There is documentation of ovarian blood flow. No free fluid is seen. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.